Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable. Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an animal research procedure it was observed that the electric pen drive device (e-pen) console on the e-pen drive goes on without the hand switch being attached. It was reported that it was impossible to control the speed and turn the on/off option. It was reported that no pedal was available. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the there was no alleged malfunction against this device. Therefore, this report was submitted in error. No further investigation will be performed at this time.